Manufacturer narrative:
One truepass needle was returned for evaluation. Visual examination of the needle confirmed the reported complaint. The needle tip has broken off at the suture slot. Broken tip was returned. Clinical details were provided that the needle tip likely engaged the boney structure during use, which may have led to the breakage of the needle tip. Per the device IFU ¿ensure adequate visibility when using the device. Should the needle tip become lodged (e.g., in bone), the needle should be disengaged by retracting it back through the suture passer. Twisting or bending of the needle in an attempt to dislodge the needle tip may result in breakage of the needle and needle parts may not be retrievable¿. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the truepass needle was broken during the procedure. The truepass two needle was broken during shoulder arthroscopy. Procedure completed with another trupass device. Piece retrieved through arthroscopy. There was a reported short delay of less than 30 minutes. It was reported that there was no patient injury associated with the alleged event.